Manufacturer narrative:
H6: investigation summary a mz5303 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 18096593 and 18075969. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph identified silicone droplets inside the housing of the maxzero component. The details of this feedback were forwarded to the manufacturing site for investigation. It was concluded that the fluid visible within the maxzero is consistent with the medical-grade silicon which is used as lubricant in the maxzero products. The application of silicone is a closely regulated process and the weight of the silicone is checked at regular intervals during manufacturing of the maxzero components. This is considered to be a cosmetic defect only and does not affect the functionality of the product. A review of the production records for lot 18096593 and 18075969 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product.

Event description:
It was reported that water droplets were found in the pressure rated ext set, IV connectors housing. This occurred once each in lots 18075969 and 18096593. The following information was provided by the initial reporter, translated from japanese to english: "water droplets on the housing."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-15. H6: investigation summary: two mz5303 products were received for investigation in opened packaging from lots 18075969 and 18096593. A visual inspection confirmed the customer's experience as silicone droplets were identified inside the housing of the maxzero component. The details of this feedback were forwarded to the manufacturing site for investigation. It was concluded that the fluid visible within the maxzero is consistent with the medical-grade silicon which is used as lubricant in the maxzero products. The application of silicone is a closely regulated process and the weight of the silicone is checked at regular intervals during manufacturing of the maxzero components. This is considered to be a cosmetic defect only and does not affect the functionality of the product. A review of the production records for lot 18096593 and 18075969 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product. H3 other text : see h10.

Event description:
It was reported that water droplets were found in the pressure rated ext set, IV connectors housing. This occurred once each in lots 18075969 and 18096593. The following information was provided by the initial reporter, translated from japanese to english: "water droplets on the housing".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot medical device lot #: 18075969. Medical device expiration date: 2021-07-27. Device manufacture date: 2018-07-09. Medical device lot #: 18096593. Medical device expiration date: 2021-09-20. Device manufacture date: 2018-09-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that water droplets were found in the pressure rated ext set, IV connectors housing. This occurred once each in lots 18075969 and 18096593. The following information was provided by the initial reporter, translated from japanese to english: "water droplets on the housing."